Event description:
A malfunction with malfunction code 19 was reported and confirmed not to be resettable. The customer's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. The customer was advised to switch to multiple daily injections as a backup insulin delivery method. Tandem technical support provided instructions on handling the faulty pump and arranged for a replacement pump to be sent to the customer, who understood and acknowledged the process.